Event description:
The advocate stated the customer tested her blood glucose using her contour meters and received readings of 541 and 151 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer did not have any test strips left, so no product will be returned.